Event description:
During priming the perfusionist found that the over/under pressrue valve did not open when it was supposed to. They pressurized the unit and eventually prime solution was blown out of the valve. On a second occurrence the valve was tested during set-up and it would not open. The unit was not used and was returned for evaluation. There was no pt involvement since the unit was not utilized.